Event description:
Pulmonetic systems, inc. Received the following report from a representative: customer states unit was turning off and on with an audible alarm. Rt notes show the vent was operating on external battery at the time of the event. There was an audible alarm reported. Patient was placed on backup vent, no patient harm reported. End user also stated pigtail connection was loose.